Event description:
Approximately ten months after hvad implantation, the site reported that the patient experienced a pump stop. Preliminary log file review confirmed the pump stop. The controller and battery were replaced with no report of patient injury.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Manufacturer narrative:
The devices were returned for analysis. Battery passed all visual and functional testing. Visual inspection of the controller revealed a bent socket contact on controller ps1 port which prevented connection with batteries or ac adapter. A review of the controller's logs showed a power-loss pump stop event on (B)(6) 2013. The returned controller passed all functional testing with the exception of the ps1 port connection; the ps2 port and driveline connections were secure and reliable. Based on the analysis performed, the root cause is assigned to this event is a damaged connector port on the controller. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.